Event description:
The customer reported that the left screen would not display the live image. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the ma limit files. The system operates as intended.